Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a followup. Post-paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were recommended.